Event description:
Intense pain in left knee [arthralgia], swelling [swelling], hot feeling [feeling hot], redness [erythema], arthrocentesis (yellow white 34 ml) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis of both knees (left knee was worse than right). The pt's medical history was significant for previous use of synvisc (hylan g f 20) and artz. On (B)(6) 2012, the pt initiated treatment with synvisc injection (dose regimen not provided) and intense pain developed in the left knee since the evening. On (B)(6) 2012, the pt experienced swelling, hot feeling and redness. The same day, arthrocentesis was performed and 34 ml of yellow-white fluid was aspirated and treatment with cefcapene pivoxil hydrochloride hydrate was started. She had been under clinical observation. The pain gradually alleviated. On (B)(6) 2012, she visited to confirm the improvement of the event even with slight swelling, redness and hot feeling and arthrocentesis was performed which revealed 7.5 ml of clear fluid. The event of intense pain in left knee was assessed as medically significant. The action taken with synvisc treatment was not provided. The outcome for the events of intense pain in left knee, swelling, hot feeling and redness was not yet recovered. The outcome for the event of arthrocentesis (yellow white 34 ml) was not provided. Relevant concomitant medications reported included betamethasone sodium phosphate and suvenyl (hyaluronate sodium). The intensity for the events of intense pain in left knee, swelling, hot feeling, redness and arthrocentesis (yellow white 34 ml) was not provided. The reporting physician assessed the relationship between synvisc and the event of intense pain in left knee as probable and did not provide the relationships between synvisc and the events of swelling, hot feeling, redness and arthrocentesis (yellow white 34 ml).

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.